Event description:
A family member reported that the pump powered off during use. The power issue was noticed immediately. There were no elevated blood glucose levels. The family member denied water exposure and denied that the battery cap was loose. The family member reported the inside of the pump and on the battery felt sticky.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on properly with no malfunctions. A review of the pump history indicated that rebooting had occurred on (B)(6) 2011, which could not be duplicated on investigation. Evaluation revealed that the battery cap was able to secure to the pump appropriately. There was evidence of moisture observed inside the battery compartment. The complaint regarding power loss could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.